Event description:
The patient experienced hyperglycemia, with blood glucose levels exceeding 400 mg/dl, due to a leaking pod worn on the leg between 4 and 24 hours. This led to symptoms of extreme thirst, fatigue, frequent urination, and nausea, prompting an emergency room visit. The patient was diagnosed with hyperglycemia and tachycardia and received intravenous saline treatment. The visit lasted approximately 4 hours, after which a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.